Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced discomfort with her infusion set, and pain when insulin was being delivered. Customer had high blood glucose levels (500 mg/dl). Customer changed out infusion set.